Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and an implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional reported right side deflation and an implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening and broken in the plug strap side assessed as surgical damage. (Shell thickness within specification). Additional observations: crease fold observed on the surface of the shell. Wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.